Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flow" was confirmed via log files which revealed 100 low flow alarms logged up to (B)(6) 2017 and a sudden decrease in power and estimated flow starting (B)(6) 2017 at approximately 19:23:17. Of note, it was reported that the patient was non-compliant with anticoagulation therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kink in outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Related MFR number is 3007042319-2017-01130. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was re-admitted on (B)(6) 2017 with shortness of breath (sob), nausea and dark urine. It was stated that the patient was not taking his coumadin, aspirin (asa) or plavix. Patient was stated to have been discharged on (B)(6) 2017. Treatment for low flow alarms is triple anticoagulation therapy. He is not a pump exchange patient as this is his 3rd pump and he is noncompliant." No additional information available.